Event description:
Legal counsel for patient reports that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2008. Additional information provided in patient medical records indicate that a right hip revision procedure was performed on (B)(6) 2011 due to migration of the acetabular cup into a vertical position. The acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 7 mdrs filed for the same patient (reference 1825034-2012-000324 / 00326 & 1825034-2013-01910 / 01912).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and or postoperative pain." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00324 / 00327). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008, during which, m2a-magnum components were implanted. Subsequently, patient was revised on (B)(6) 2010, due to pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.